Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Race and ethnicity and relevant medical history were requested but not provided.

Event description:
It was reported that while patient was sitting on the bed after returning from the bathroom, a large puddle of fluid was found on the floor. It was discovered that the fluid was flowing out of the IV tubing while lactated ringers solution was infusing at 100ml/hr. Further inspection revealed that the tubing had a hole where the leak was coming from. There was a delay in infusion therapy as the nurse had to clean-up the spillage and re-prime a new tubing set. There was no patient harm. The event occurred at women's health unit as the patient was being induced for labor.